Manufacturer narrative:
The investigation of this complaint has been completed. The field service engineer investigated the anesthesia system on-site. The reported failure was not reproduced. All four pressure transducer printed circuit boards were replaced as a precaution. No further issues have been reported after this replacement. No parts were returned for investigation. Device logs were received for evaluation. Evaluation of the logs confirms the reported technical error codes. There is no sub test failure during the system checkout that points to a faulty pressure transducer pcb. Our conclusion, based on the field service engineer investigation and the fact that the reported technical error codes have not reoccurred, is that the fault was caused by one or more of the replaced pressure transducer pcb's. Since the parts were not returned, the root cause of this failure has not been determined in this investigation. A correction of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c30, corrected version or model #: 6888520.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation generated technical error codes indicating a ventilation control error, adjustable pressure limit exceeded and airway pressure sensor error. There was no patient harm. Manufacturer's ref: (B)(4).